Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery "is not dipping". There was no reported adverse impact to customer's blood glucose level. Upon follow up, the issue has been resolved.